Event description:
This report is being filed upon notification from our x-ray MFR to submit this event that happened in foreign country. Problem: pt was having a defaeco x-ray exam. The table was in the vertical position, and the pt was positioned on the rotatable chair with his knees pointed to the rear of the system. The operator moved the scanning beam down until the lower leg of the pt got squeezed. The operator seized by panic pushed the movement further downwards instead of upwards. The pt's ankles were broken and he needed surgery.

Manufacturer narrative:
Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.